Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded a red alert for high out of range shock impedances on this right ventricular (rv) lead. It was noted that the measurements were increasing over the last month. Technical services (ts) recommended interrogate the device to reset the alert, and leave the alert in the actual value or increase it to a higher value. This rv lead remains in service. No adverse patient effects were reported.